Event description:
See intial report.

Manufacturer narrative:
The involved cp5 control panel was manufactured in 2019 and according to the analysis of the complaint database no further events have been reported in the past related to this unit. No evidence of service intervention has been uploaded in sap crm and no additional information has ben provided via follow up emails. Based on all the above facts and considering similar complaints investigation, the root cause of the event was traced back to a defective shaft angle encoder. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the cp5 pump control panel. The incident occurred in USA. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during set up, the knob of the pump control panel was loose and does not turn. There was no patient involvement.